Event description:
IV placement was attempted in right saphenous. IV was placed with good blood return, but was unable to advance catheter. IV type is protectiv plus safety IV catheter, size 24g x 3/4.